Event description:
It was reported that the handheld was being returned. The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The device performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.

Event description:
It was reported that the neurosurgeon¿s handheld device was unable to hold a charge after 15-20 minutes for the past three years. The handheld has not been returned to the manufacturer to date.